Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0671b, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
After further review, it was reported that ¿it¿s not working¿ after the patient left the hospital. It was also noted that the patient was getting up 5 time which was more often than the trial. It was noted that ¿it¿s not helping¿ the patient and ¿it doesn¿t seem to be doing what it¿s supposed to be doing¿. It was also noted that the patient have the urge and sometimes ¿don¿t go¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt stimulation when he left the hospital after he was implanted but was no longer feeling stimulation. The patient reportedly got up 5 times to use the bathroom the night prior to the report. At the time of the report, stimulation was increased from 1.5v to 1.8v and the patient was able to feel comfortable stimulation. Additional information stated the patient was ¿never having therapeutic effect¿ and experienced ¿loss of bladder control¿ and ¿urgency.¿ it was further stated the patient needed to get up ¿5-6 times a night.¿ it was noted the patient was having trouble during both the day and night. The symptoms were reported to have occurred ¿following an implant.¿ it was noted the patient had met with their health care provider (hcp) on (B)(6) 2013 and had their stimulation increased to 3.5 volts. The patient was further noted to patient had increased their stimulation to 3.8 volts the day of additional report. The patient was reported to ¿feel the stimulation for a few minutes but then didn¿t feel anything.¿ the patient was directed to track their symptoms and was redirected to their hcp.

Manufacturer narrative:
(B)(4).